Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had a rotated heart. Multiple attempts were made for transseptal puncture. Transseptal access was extremely inferior and posterior. The patient's activated clotting time was greater than 250 seconds and lower than 300 seconds. The patient's left atrial pressure was 12mmhg. Heparin was administered. During the procedure the occluder did not fit. The occluder was removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder. The occluder was implanted. Approximately two hours post-implant the patient presented with a pericardial effusion in the atrial septum which developed into a cardiac tamponade. A pericardiocentesis was performed and 300 cc of liquid was initially drained followed by an additional 150cc. The patient status was stable. The user believed the pericardial effusion was due to transseptal puncture being too inferior.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Review of lot-specific similar complaints is not required as there was no reported device malfunction. Based on the information received and cine review, the cause of the reported cardiac tamponade and pericardial effusion cannot be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had a rotated heart. Multiple attempts were made for transseptal puncture. Transseptal access was extremely inferior and posterior. The patient's activated clotting time was greater than 250 seconds and lower than 300 seconds. The patient's left atrial pressure was 12mmhg. Heparin was administered. The occluder was implanted. Approximately two hours post-implant the patient presented with a pericardial effusion in the atrial septum which developed into a cardiac tamponade. A pericardiocentesis was performed and 300 cc of liquid was initially drained followed by an additional 150cc. The patient status was stable. The user believed the pericardial effusion was due to transseptal puncture being too inferior.